Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device remains implanted.

Event description:
Racer related event (anonymised trial): "patient had aspiration of left knee in theatre on (B)(6) 2023 due to painful tkr."